Manufacturer narrative:
For both subject tablets, the reported events were confirmed. The most probable hypothesis to explain the reported issue on the tablets tpac332482 and tpac262666 is a programmer software issue, the known ¿pop-up¿ issue: the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. This bug is fixed in the smartview version 3.18. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, today a nurse from university hospital (B)(6) called me that both of their smarttouch tablets (sw3.16) had a screen freeze. After disconnecting the battery and a restart both tablets were functioning correctly again.

Event description:
Reportedly, today a nurse from university hospital st. Pölten called me that both of their smarttouch tablets (sw3.16) had a screen freeze. After disconnecting the battery and a restart both tablets were functioning correctly again.